Event description:
Complaint record states that oil is leaking from the lift motor. MFR - 8030916-2013-00055.

Manufacturer narrative:
A supplementary report will be filed when the lift motor has been returned for evaluation.